Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided. Visual inspection of the photograph confirmed the complainant¿s experience of a fractured cannula. Based on the description of the event, it is likely that the reported event was caused by the robotic device that was used during the procedure, as the event unit is not validated for use in robotic procedures. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: robotic si prostatectomy. Event description: the cannula of the trocar cracked during a robotic procedure. No patient injury has been reported to the rep. Additional information received via email on 21dec2020 from applied medical representative: "no pieces fell into the patient". Additional information received via email on 06jan2021 from applied medical representative: multiple attempts have been made to have the product returned from the facility. These attempts have been unsuccessful. Patient status: no patient injury reported.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic si prostatectomy. Event description: the cannula of the trocar cracked during a robotic procedure. No patient injury has been reported to the rep. Patient status: no patient injury reported.